Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The cusotmer called and reported that the insulin pump was not fully powering back on. Customer stated it came on partially before shutting off again. Her blood glucose was not known. Customer stated pump was not bumped, dropped, or exposed to moisture. Battery cap contacts were not missing and no relevant corrosion nor damage were found. Customer did not have a new battery with which to test the device. It was advised a replacement battery cap would be sent to the customer.